Manufacturer narrative:
One pump was returned. Visually the top case is chipped front corner. The bottom case is cracked and a piece broken off by where the pole clamp is attached. A key board test was performed. When the maintenance is recommended message appears you have to hit the silence button to continue with the keypad, thinking customer did not know that. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Customer did not know how to relieve the maintenance recommended advisory alarm, which is covered in the user's manual. The reported issue could not be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the keypad does not work. No patient injury was reported.